Event description:
It was reported that there have been multiple occurrences of flo-gard 6201 pumps completing 24 hour infusions of tpn, at programmed rates of 83 mi/hr, 60 to 90 minutes early. On one occasion the 24 hour infusion reportedly completed over 3 hours early. No specific serial numbers for the infusion have resulted. The hospital has been using the infusion pumps for approx. One month.